Manufacturer narrative:
1. DHR/bhr review (lot#4295998): 1)the products of this batch were assembled at intima ii auto line 4 in oct 2024 and packaged at r240 package line in oct 2024. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the prn batches used in this batch of products are 4236029,4296715,4149778 review the raw material inspection records, no abnormalities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken, and the appearance of the prn is checked, and no cracks are found. The 45psi leakage test is conducted on the sample, and the test result shows that there is no leakage at the prn. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of the crack in prn cannot be determined because the specific site and state of the crack cannot be identified. The plant will continue to track and monitor such defects.

Event description:
No additional information available.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc adapter was defective/damaged at 16:10 on (B)(6) 2025, a nurse in the first area of the patient according to the standard of operation of intravenous therapy nursing technology to seal the tube of the closed indwelling needle, the nurse operation is normal, sealing the tube when the heparin cap of the closed indwelling needle rupture, resulting in the inability to use the closed indwelling needle, to be removed from the closed indwelling needle, replaced with a new closed indwelling needle for re-tubing operation, replaced with a new closed indwelling needle, and the heparin cap was not broken.no heparin cap rupture occurred after the replacement of the new closed venous indwelling needle.no harm was caused to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.